Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion containing >45 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion. The device was removed and it was found that the stent itself was deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.